Event description:
On (B)(6) 2012, the patient contacted animas stating a week ago, there was an intermittent power issue with the pump. It was noted that when the pump emitted a "low battery" warning, the patient replaced the battery and the word "animas" was flashing and then the pump powered off. The patient reportedly tried to use the keypad buttons to move past the verify screen and could not get the pump to respond. The pump was reportedly exposed to water and it was noted that there was moisture in the display screen. It was unclear as to whether or not there was damage to the battery compartment or battery cap. The patient stated that he did not have the pump on hand to troubleshoot. There was no patient impact associated with this complaint. This complaint is being reported due to the alleged power issue with the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.